Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown reason. Additional information has been requested to the field, but at this time, no further information is available. No adverse patient effects were reported. The lead is not expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown reason. Additional information has been requested to the field, but at this time, no further information is available. No adverse patient effects were reported. The lead is not expected to return for analysis. Additional information was received with additional details of the attempted procedure. It was reported that the patient was diagnosed with a large atrium and due to their condition, the physician decided to implant this lead, but after several attempts, they were not able to fix the helix in the desired location. Optimal parameters like detection and threshold could not be obtained, so the lead was removed, and a different one was implanted instead to complete the procedure. The physician made the decision not to return the lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an unknown reason. Additional information has been requested to the field, but at this time, no further information is available. No adverse patient effects were reported. The lead is not expected to return for analysis. Additional information was received with additional details of the attempted procedure. It was reported that the patient was diagnosed with a large atrium and due to their condition, the physician decided to implant this lead, but after several attempts, they were not able to fix the helix in the desired location. Optimal parameters like detection and threshold could not be obtained, so the lead was removed, and a different one was implanted instead to complete the procedure. The physician made the decision not to return the lead for analysis.